Event description:
On (B)(6) 2023 patient had underwent right knee with velys. On (B)(6) 2025, patient underwent a right tka revision due to pain, swelling, and instability. Patient was found to have aseptic femoral and tibial loosening at the cement to implant interface. There was underlying fibrous tissue and the cement was removed after the tibial component and femoral components were removed. The patella was noted to have been removed as well, but there was no mention implant loosening related to the patella. Competitor implants were placed at revision. Doi: (B)(6) 2023. Dor: (B)(6) 2025. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: dmf# (B)(4). Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form: powder. Strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.